Manufacturer narrative:
B3. Date of event approximated based on reported information indicating the device was unable to inflate approximately 2 months prior to replacement surgery. Actual event date is unknown.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and had fluid loss. It was noticed that the cylinders shredded from heavy usage. The ipp was explanted and replaced. No patient complications reported.